Event description:
A malfunction alarm was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump by providing necessary information, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.